Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psychological injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), fatigue ("fatigue"), nausea ("nausea"), gastrointestinal disorder ("gi conditions") and dizziness ("feeling faint") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, migraine, headache, hormone level abnormal, tooth disorder, fatigue, nausea, weight increased, gastrointestinal disorder and dizziness had resolved and the psychological trauma, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dizziness, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, uti, vaginal infection, vaginal discharge, migraine, headaches, hormonal changes, dental problems, fatigue, nausea, weight gain, gi conditions. Discrepancy: previous date of insertion was (B)(6) 2009. In current ppf date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, menorrhagia, psychological injury, urinary tract infection, vaginal infection, vaginal discharge, migraine, headaches, hormonal changes, dental problems, fatigue, nausea, weight gain, gi conditions, feeling faint were added. Date of insertion was updated. Date of removal was added. Lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.